Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump to be in good condition. A review of the event history log identified travel course reverse alarm in the history. Functional testing was performed using the flow and occlusion test and the reported issue was duplicated. The screw for the position pot tab was loose on the carriage. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Tightened down carriage nut to factory specifications.

Event description:
It was reported that the pump exhibited a travel coarse error message. No patient injury was reported.